Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and reported that the system temperature issue could not be replicated. Although running test was performed continuously with heart rate of 130 bpm for seven days, the safety disk, tidal volume disk, and the primary 9v battery alkaline were replaced. After replacement of the parts, routine maintenance was performed without any further issues. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported during use on a patient the cardiosave intra-aortic balloon pump (iabp) overheated. The iabp was rebooted and therapy continued. It is unknown is harm or injury to patient occurred; however, there was no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported during use on a patient the cardiosave intra-aortic balloon pump (iabp) overheated. The iabp was rebooted and therapy continued. It is unknown is harm or injury to patient occurred; however, there was no adverse event was reported.